Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited obvious noise from non-cardiac activity, which was oversensed. There was no associated pacing inhibition or asystole observed. The lead was noted to have also previously had an associated lead safety switch (lss) occur, indicating an out of range pace impedance measurement in the bipolar configuration. Upon device interrogation, the lead was noted to be in the unipolar configuration with pace impedance measurements trending toward the 200 ohm range, indicating imminent total lead failure. The lead was assessed in the bipolar configuration, but the noise and impedance measurements were noted to be worse. The lead was also tested using a pacing system analyzer (psa) and the same noise was observed. A lead fracture was suspected. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.